Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system will not power up. This is a reoccurrence of the case (B)(4), pr (B)(4). In this case, to resolve the reported issue, a service part review module (459801560751) was shipped to the customer via (B)(4) [nemo work order - no engineer material only] for the customer to replace it, which did not resolve the issue completely and the issue reoccurred again. Review of the log files showed power hardware related issues. Upon troubleshooting, rse checked led indicators and downloaded board software, but issue persists. To resolve the issue, rse ordered the pdu control module, and it was replaced by customer. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.